Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 28mm synergy drug-eluting stent was selected for use. However, during unpacking and upon inspection while flushing, it was noted that the stent strut was damaged. A new stent was opened and the procedure was completed. There were no patient complications reported.